Event description:
It was reported that a patient presented to clinic for a generator change. Device interrogation revealed intermittent capture at high capture threshold on the atrial lead. During procedure, the atrial lead was found dislodged. The physician elected to explant and replace the atrial lead. The patient condition was stable.